Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer assisted the customer with the recovery process. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, tower door failed, preventing the user from removing medication for the patient. The customer stated that there was a delay in dispensing the medication to the patient. There were no adverse events or injuries reported as a result of this event.